Event description:
According to the reporter, during the thoraco/esophagus procedure, for the fourth firing, the firing knob was stiff and stopped on the halfway. Then the surgeon retuned the firing knob to the initial position, removed the device from the tissue and confirmed the normal staple line, however they noticed the rough cut end. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one single use loading unit. The loading unit was received partially fired to the 6cm cut line. Microscopic inspection revealed damage to the knife blade. Functional testing noted no abnormalities the remaining staple line formed properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.